Manufacturer narrative:
The investigation at the hospital was performed by our field service engineer (fse). The reported issue could not be reproduced. The compressor was turned on/off and went into standby accordingly. Multiple successful pre-use checks were performed on the connected ventilator. Ventilation with a test lung was performed for 3 hours without any issues. The compressor passed all functional and safety tests and was cleared for clinical use. The logs from the ventilator to which the compressor was connected were downloaded and evaluated. On the event date there are two occasions of alarm for low air supply pressure indicating a possible too low gas inlet or a disconnected gas supply line from the compressor. There is also one alarm for high o2 concentration directly after one alarm for low air supply pressure. If the compressor cannot deliver enough air pressure to the ventilator, the ventilator would alarm for low air supply pressure and/or high o2 concentration. The conclusion from the evaluation of the ventilator's logs indicate a loss of air gas supply to the ventilator and confirms the reported issue. The reported event could however not be reproduced during fse testing and no parts were replaced, therefore the root cause has not been determined.

Event description:
It was reported that during ventilation, the compressor stopped working. There was no patient harm. (B)(4).